Manufacturer narrative:
A siemens customer service engineer (cse) was dispatched to the customer site. After evaluation of the instrument and instrument data, the cse replaced the integrated multisensor technology (imt) pump, tubing, rotary valve and imt tower. The cse conditioned the system and ran quality controls which resulted within range. The cause of the discordant, falsely low na result is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low sodium (na) result was obtained on one patient sample on a dimension xpand plus with hm instrument. The discordant result was reported to the physician(s), who questioned it. The sample was repeated twice on the same instrument, resulting higher. The corrected result was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na result.